Manufacturer narrative:
A follow-up report will be submitted when investigation is complete. (B) (4).

Event description:
The customer reports that some images are flipped in the series. There was no reported pt injury associated with this event.